Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s report of a ¿leak¿ was confirmed. There was a leak noted from the bending section rubber due to a hole/cut. The scope¿s probe unit was noted to have sharp dents. There were six broken elements observed in the ultrasound image and the ultrasound cord was dented. A pinhole was noted on switch #1 of the scope. The light guide tube was noted to be collapsed. The scope connector was excessively corroded due to fluid invasion. The scope¿s control knob was found to have low tension and loose play (ud) was noted with its movement. The scope¿s ID was checked and showed 179 total uses. The investigation to determine the cause of this matter is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that the scope failed the leak test. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.